Event description:
A customer reported that during a cataract procedure, the system shut down. An alternate system was used to complete the case, following a delay greater than 15 minutes. There was no harm to the pt.

Manufacturer narrative:
The facility requested service but did not approve the contract. Therefore, no equipment was serviced as a result. No parts were replaced and no add'l info was provided in relation to this reported event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l related reports for this system. The root cause cannot be determined conclusively. (B)(4).